Manufacturer narrative:
The reported event of stylet could not be removed from the lead was confirmed. As received, a complete lead was returned in one piece with stylet stuck. The coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped stylet coating inside the inner coil at the connector region. Abbott is continuing to monitor this issue

Event description:
During implant, after positioning the left ventricular lead, the stylet could not be removed from the lead. The lead was explanted and replaced with no adverse consequences to the patient.